Event description:
The pt complains of pain. He reports a mild pain that has steadily increased over the months. Pt feels that he has regressed in the past few months. He reports a limp when he walks.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info will be requested and if received, will be provided in a supplemental report.